Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope (gynecologic) had a lens that does not hold its position and rotates. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6; h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the coverglass of the insertion section was cracked. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be established. Additionally, the probable cause of the cracked cover glass on the insertion section, found during device evaluation, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.